Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during an laparoscopic urinary organ procedure, the tip of the trocar's sleeve was melted. The operation video was cheked and found that the electric knife had touched to the trocar. Another device was used to complete the procedure. There were no adverse consequences for the patient. No device will be returning.